Event description:
Customer stated a blood glucose test was performed with a result of 120 mg/dl in the morning. The customer stated she drank some orange juice, but then passed out. She stated she awoke to the neighbors and an ambulance. Paramedics tested and received a result of 57 mg/dl. The paramedics gave the customer orange juice and waited with her until her blood glucose was 185 mg/dl. The customer stated she was taken to the hosp at that time. At the hosp, she was found to have a broken clavical bone which was due to the fall when she passed out. The customers stated that she felt that the reading of 120 mg/dl was not correct and that her bg was actually much lower.